Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported third degree av block was procedure related.

Event description:
During a ventricular ablation procedure using a therapy cool path duo ablation catheter, the patient developed third degree av block. Mapping was completed with an ensite array catheter and the target ablation area was noted to be in the basal inferior septum. Ablation was performed with the therapy cool path duo ablation catheter and ventricular ectopy was suppressed; however, the ectopy returned following the ablation. Another ablation target area was identified higher in the septum and ablation commenced. The patient then developed third degree av block with an escape rhythm of 45 beats per minute. The patient remained asymptomatic; however, a pacing wire was inserted into the right ventricle, steroids were administered, and the pati...